Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in a white plastic bag. Provided with the return was an open box and pouch from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product said to be involved confirmed the report. The device was returned with the balloon deflated and the distal end slightly bent. During functional testing a cook dilation syringe (ds-60cc-s) from our shelf stock was filled with water and attached to the balloon inflation port. During inflation, a leak was observed from the proximal portion of the balloon material. A close visual examination identified a rupture in the balloon material. No portion of the device or balloon material appear to be missing, and no other anomalies were detected with the device. Note: the stylet was not included in the return. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the returned device confirmed the report due to a rupture in the balloon material. A definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. In the report it states that negative pressure was not applied to the balloon prior to advancing down the endoscope accessory channel. Negative pressure will aid in balloon preservation and optimize balloon performance. The instructions for use includes the following precautions: "prior to insertion of the balloon dilator, negative pressure is mandatory to maintain balloon deflation." In addition, the user is further instructed to "maintain negative pressure on the balloon dilator during introduction." The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. Another possible contributing factor to a pinhole/hole in the balloon material is if the balloon material comes into contact with a sharp object or a burr in the endoscope accessory channel. Prior to distribution, all eclipse ttc wire guided balloon dilators are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. Quality assurance will continue to monitor for complaint trends. Additional comments: based on the information provided that that negative pressure was not applied to the balloon prior to advancement through the endoscope, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Manufacturer narrative:
The investigation is on-going. A follow-up emdr will be provided within 30 days of submission of this report. Additional comments: based on the information provided that negative pressure was not applied to the balloon prior to advancing down the endoscope accessory channel, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During an esophageal balloon dilation, the physician used a cook eclipse ttc wire guided balloon dilator. It was reported [that] after the balloon passed the stenosis via the wire guide, the balloon showed no pressure upon inflation, revealing a leak. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.